Event description:
Follow up information reported that the patient indeed had the revision surgery. The patient was seen postoperatively and was reported as doing well.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lost coverage in his back and down his legs on about (B)(6) 2013. The patient had less than fifty percent therapy relief. The patient began feeling stimulation in his abdomen, so was reprogrammed on (B)(6) 2013. The patient got back some leg coverage at the bottom of the lead, even though the patient's previous programming was at the top of the lead and covered his back and both legs. The lead predominately got abdominal and rib stimulation and the impedances were within normal limits. An x-ray taken appeared to show that the lead had moved up since implant and the health care provider (hcp) planned for a lead revision. Additional information was requested, but was not available as of the date of this report.